Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture (grade unknown), concern about recall, "progressive swelling problem that is visible to the naked eye". Patient also reports "oval, circumscribed nodule" which existed before placement of the implant and is not related to the device. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported left side capsular contracture (grade IV), concern about recall, "progressive swelling problem that is visible to the naked eye", folds, presented seroma late in the left breast with regression after one month, deformity, emotional stress and financial loss, psychologically shaken. Patient also reports "oval, circumscribed nodule" which existed before placement of the implant and is not related to the device. The device was explanted and capsulectomy performed.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported left side capsular contracture (grade IV), concern about recall, "progressive swelling problem that is visible to the naked eye", folds, presented seroma late in the left breast with regression after one month, deformity. Patient also reports "oval, circumscribed nodule" which existed before placement of the implant and is not related to the device. The device was explanted and capsulectomy performed.